Event description:
It was reported that pump displayed malfunction alarm code 13 with fault ID 13-0x221c and that no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.